Event description:
A customer reported during a procedure, the system was not recognizing the probe illuminator. Additional information has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the radio frequency identification (rfid) printed circuit board (pcb) in the table top illuminator. The system was then tested and met product specifications. The illuminator rfid pcb is returning for in-house evaluation. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).